Manufacturer narrative:
Additional information: e1 ; e2 ; e3 - physician name and contact.

Event description:
New information received notes the name of the implanting physician and contact information.

Manufacturer narrative:
The field complaint of backup operation was confirmed. The device was received in backup mode caused by undetermined source and with battery voltage at beginning of life level. Product code was reloaded to recover the device from backup operation and to perform further testing. After programming the device to its nominal conditions, it was tested under electrical and mechanical conditions and the results indicated normal functionality. Additionally, the device was monitored under load for several days and interrogation results were normal. Despite extensive efforts to trigger backup condition, it could not be reproduced. There were no anomalies found that could help determine the cause of backup operation occurring in the field. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that prior to a routine implant procedure; interrogation of the pacemaker revealed that the device was in back up vvi mode. The device was not implanted. No patient involvement was reported.